Event description:
During baxter's functionality testing it was found that a spectrum pump experienced a 'false upstream occlusion' alarm. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. Eval confirmed the identified symptom of 'false upstream occlusion' alarm through the history log, but could not reproduce it during eval. Eval found the upper reading on the ultrasonic sensor to be below spec. Low ultrasonic readings can make the pump more sensitive to 'upstream occlusion' alarms. The failed upstream sensor was replaced.